Event description:
Boomerang was placed in the patient's percutaneous femoral artery access site, deployed and achieved temporary tamponade (hemostasis) of the arteriotomy site. Device dwelled per protocol without incident, although the patient was reported to be restless. During removal of the boomerang, difficulty was encountered. Upon removal, visual inspection noted inconsistencies in the device. It appeared that the sleeve covering the proximal end of the disc and the distal end of the tension coil was not affixed. After removal of the device, the patient developed a > 6 cm hematoma. A femostop was applied to the site. Patient remained in the cath lab holding area for 6 hours, tolerated the remainder of the procedure without incident and was discharged to home.

Manufacturer narrative:
Other evaluation: also reviewed affected product traveler.